Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient was having ketoacidosis on (B)(6) 2025 and treated it with using a diabetic regimen. Blood glucose level was high at the time of event. The patient also had symptoms of headache and was feeling unwell. The patient was also found positive for high ketones. The infusion set was in use for eight hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012193, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 12-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6012193. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012193 was manufactured according to the work instruction (wi) version 76 and manufactured in the line 6 on 22-mar-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) 2174436 preliminary investigation, (the inner cylinder of the cover performs a movement which delaminates the tape.) Further data from this monitoring will be analyzed by corrective and preventive action (CAPA) 2187040 delaminated adhesive tape on inset/ypsomed products. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one nc raised during production process no related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.